Event description:
Additional information received reports the patient was reprogrammed for the time being to see if the discomfort subsides. The patient has not been back for a follow up. Additional information received reports the patient experienced pain on her right side, where the stimulator was implanted. The patient said that she felt pain in her leg,thigh, and lower back. The patient said the pain started 5 weeks ago. The patient said that she met with the hcp(healthcare provider) and the representative last month and reprogramming was tried. The patient said that she went to the doctor again without the representative and he wasn't knowledgeable about the therapy. The patient said that the hcp told her she may need to have the device replaced. The patient said that she had pain for 2 months after implant while healing and then it went away. The patient said that she tried to call the hcp and the representative, but couldn't contact either of them.

Manufacturer narrative:
(B)(4): product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3 889-28, lot# va0bx4s, implanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
It was reported the patient had pain at the pocket site and lower back. It was noted the patient¿s therapy was going well. It was reported the patient to be reprogrammed and, if that does not resolve the issue, the patient will turn off stimulation to see if the pain is related to stimulation. It was noted the pain started a few months prior to call. It was reported the impedances on the zero-one and zero-two pairs were over 4,000 ohms. It was noted all other impedances were normal.

Manufacturer narrative:
(B)(4).

Event description:
Further follow up information received reported that the patient's doctor asked them to turn off the implantable neurostimulator (ins) to see if the pain would subside and it did. It was also reported that some of the patient's symptoms had returned after a few days. The patient and doctor were to discuss the next steps. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).